Manufacturer narrative:
This report is submitted on june 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced an extrusion of the receiver stimulator. Revision surgery is scheduled; however, it is unknown whether this has yet to occur, as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient undwernt revision surgery on (B)(6) 2017, in order to close the wound. The surgery was successful and the implant remains insitu. This report is submitted (B)(6) 2017.